Event description:
Customer alleged blood glucose results of hi (greater than 600 mg/dl) and 166 mg/dl when testing was performed within 10 mins on the advantage system. Customer reported having no symptoms and did treat/act based on results. No adverse event was reported in connection with the discrepancy. A request was made for the return of the suspect device and replacement product was sent.